Event description:
It was reported to philips that the system failed to expose due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and the procedure was completed by deleting some patient images. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to perform exposures due to an image disk problem. Review of the system log file showed that ippc (image processing pc) image disk full error. To resolve this issue, fse recreated the image store and replaced the bios battery of the frontal ippc. After replacement, the device was returned to use in good working condition. The codes were updated based on the investigation outcome.